Event description:
The patient's dentist reported patient having a broken lower right molar #31 that was repaired with a filling.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.